Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter leakage occurred and there was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: cannula needle placed: nurse on duty is notified by the family member that there is liquid leaking from the transparent cutifilm medication on the device. On inspection the nurse notes: presence and correct positioning of the needle cannula inlet cone and absence of the cannula with medication. Reported event to on-call doctor who notes, as traced in the clinical diary of the user's chart:

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-aug-2023. H6: investigation summary: bd received a used 20 gauge insyte autoguard blood control pro unit from an unknown lot and two photos of the defect for investigation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photos. Our quality engineer reviewed the provided photos and observed that the catheter tubing have become separated from the device. The unit appeared to have been used and the catheter tubing was not visible in the provided photos. The returned unit had the same issues found in the provided photos. Therefore, based off the provided photos and the returned sample the engineer was able to verify the reported defect. However, the engineer was unable to determine a definitive root cause for the observed damage.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter leakage occurred and there was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: cannula needle placed. Nurse on duty is notified by the family member that there is liquid leaking from the transparent cutifilm medication on the device. On inspection the nurse notes: presence and correct positioning of the needle cannula inlet cone and absence of the cannula with medication. Reported event to on-call doctor who notes, as traced in the clinical diary of the user's chart.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photographs of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photos. Our quality engineer reviewed the provided photos and observed that the catheter tubing have become separated from the device. The unit appeared to have been used and the catheter tubing was not visible in the provided photos. Therefore, based off the provided photos the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter leakage occurred and there was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: cannula needle placed nurse on duty is notified by the family member that there is liquid leaking from the transparent cutifilm medication on the device. On inspection the nurse notes: presence and correct positioning of the needle cannula inlet cone and absence of the cannula with medication. Reported event to on-call doctor who notes, as traced in the clinical diary of the user's chart:

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photographs of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photos. Our quality engineer reviewed the provided photos and observed that the catheter tubing have become separated from the device. The unit appeared to have been used and the catheter tubing was not visible in the provided photos. Therefore, based off the provided photos the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: ausl romagna ambito ravenna. Uoc cardiologia settore utic. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter leakage occurred and there was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: cannula needle placed. Nurse on duty is notified by the family member that there is liquid leaking from the transparent cutifilm medication on the device. On inspection the nurse notes: presence and correct positioning of the needle cannula inlet cone and absence of the cannula with medication. Reported event to on-call doctor who notes, as traced in the clinical diary of the user's chart: